Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. However, the device did not meet the expectations for reflux, pressure-flow, and pre-implantation testing. However, the valve also did not meet the requirements for leak testing due to a tear observed in the top of the occluder. It is unknown how or when this damage occurred. The IFU caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ the IFU also caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, crushing or breaking of components.¿ approximately 15.5 cm of the lumbar catheter was returned. The returned catheter was patent and met the requirements for leak testing. Approximately 16 cm of the peritoneal catheter was returned. The returned catheter was patent and met the requirements for leak testing. All catheters are 100% inspected at the time of manufacture. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when the physician pressed the valve and ¿suction side,¿ there was ¿a lot of water spray.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a malfunction of the valve when the reservoir was pressed intra-operatively. The valve was never implanted and was replaced. There was no injury to the patient.